Manufacturer narrative:
(B)(4). Unknown pn/ln tibia. Pn: 42522100811 ln: 65352297 bearing. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 4 years post implantation due to reduced flexion ability. Patient previously had an mua to no long-term effect. In this revision, extensive debridement undertaken, more posterior slope cut into proximal tibia, pcl removed and patella revised with more resection of bone. Attempts to obtain additional information have been made; however, no more is available.